Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: one level 1 trauma fast flow system (h-1000) was returned for investigation in used condition. The customer reported product problem (over temperature alarm) was confirmed during the investigation. The device went into an over temperature state when the dl 60hl disposable was used. This was not the case for the di-300 or di-100 disposables. It was unknown why the use of dl 60hl disposable was causing the device to alarm. The problem source was unknown and a root cause was not identified for this problem. The customer also reported that the device was failing to reach a temperature of 41 degrees. Functional testing did not confirm this device allegation. The device warmed up to 41. 7 degrees celsius as intended. Following the completion of the tests, the device was calibrated and subsequently passed all the functional test.

Event description:
It was reported the device was being tested prior to being put into service and the device gave an over temperature alarm. No patient involvement.